Event description:
Customer reported device = 110 mg/dl at 9am yesterday. Customer was unable to confirm the value in the memory. Customer stated at 1:15 pm having a "diabetic reaction". Customer would not provide treatment information or anything associated wtih the incident. No controls used. A request was made for return product and replacement product was sent.